Event description:
During routine testing of the device at the svc ctr, the svc tech reported that two rubber feet were missing, but hardware was still intact. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Note: the reported complaint was confirmed. The root cause was attributed to component failure.